Event description:
It was reported that pump displayed repeated altitude alarms over previous two weeks, which customer could only clear by resetting pump and changing cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridges as needed, insulin delivery was not suspended at time of report, cts provided tips to prevent altitude alarms, pump resumed normal operation, and customer planned to contact support for further assistance since alarms continued despite following best practice tips. Upon follow up, the pump was replaced due to continued alarms. The customer continued to use the current pump until replacement arrived.